Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal / pelvic floor. It was reported that their implanted system is shifting and their symptoms have returned. Pt stated they events have been occurring since they had experienced several falls about a month and three weeks ago. Pt confirmed they believe the falls are the cause behind their system shifting and symptoms returning. Pt stated for a month they were falling about 3 times a week and the falls stopped occurring about three weeks ago. Patient said they fell on their butt a few times when they were falling. Pt stated they can feel their "pump thing" move and twists up inside of them when they sit down on the toilet. Pt clarified their "pump thing" to mean their ins. Pt also stated the lead sometimes will move too. Pt also stated they are still having problems going to the bathroom. Pt mentioned the morning is good, but the rest of the day they will strain to get the rest out. Pt clarified they will have the urge to go, but they just will not. Pt will push and will push so hard it hurts. Reviewed therapy expectations before pt clarified about their falls. Pt stated their hcp passed away about two months ago. Pt was mailed a list of hcps and gave several hcp's information over the call. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1zjww, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 01-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1zjww, implanted: (B)(6) 2020, and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.